Event description:
The facility reported a pump a depleted battery. It is unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.